Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate hv output therapy. Review of session records showed multiple appropriate supraventricular therapy diagnosis prior to ventricular tachycardia diagnosis. Programming changes were recommended. Patient was stable at interrogation.